Event description:
It was reported that a patient presented to the emergency room (B)(6) 2014 when he started going through withdrawal. A healthcare professional (hcp) reported that the pump failed, and three motor stall events were confirmed: (B)(6) 2014 09:31 - motor stall occurred; (B)(6) 2014 02:24 - motor stall recovery occurred; (B)(6) 2014 18:08 - motor stall occurred; (B)(6) 2014 11:07 - motor stall recovery occurred; (B)(6) 2014 13:31 - motor stall occurred. The hcp updated the pump and the motor remained stalled after the third occurrence. The hcp removed drug from the reservoir and aspirated the catheter. The hcp stated the pump would not be replaced ¿for a little while.¿ the pump was used to infuse fentanyl, bupivacaine, and baclofen (compounded). No intervention or outcome was reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).